Event description:
It was reported that the autopulse platform displayed multiple error codes. No adverse pt sequelae was reported. No further information provided. Manufacturer requested additional information on (B)(4) 2013; however, no additional information has been obtained.

Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(4) 2013 for investigation. Visual inspection revealed no damages. Functional testing was performed with passing results. Customer's reported complaint was confirmed during investigation. During archive data review, it was found that faults 7 and 2 messages appeared in the most recent sessions. Investigation revealed that the motor brake had seized and a load cell was bad. Based on the evaluation results, a probable root cause for the customer's reported complaint may be due to the motor brake seizing and the bad load cell. However, a definitive root cause for these issues could not be determined.